Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Investigation summary: a complaint history check was performed and no related complaints were discovered. Customer returned (2) 31gx8mm, 0.5ml bd insulin syringes in an open polybag from lot# 0174632. Consumer reported found 2 syringes would not draw up insulin just air. Both returned syringes were examined, then tested for flow. 1 syringe was able to draw and expel properly, and 1 was not. A wire test was performed on the syringe that was unable to draw properly. As the wire passed through the cannula a hard material could be felt blocking the fluid path - this material was dislodged as the wire continued through the length of the cannula, however, no material debris was observed as the wire passed through to the other end of the cannula. A second flow test was performed, and the syringe was now able to draw and expel properly. A review of the device history record was completed for batch# 0174632. All inspections and challenges were performed per the applicable operations qc specifications. Bd was able to duplicate or confirm the customer¿s indicated failure (clog). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. The root cause for this issue (clogged cannula) could not be determined because the material causing the clog could not be recovered or identified. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported two syringe 0.5ml 31ga 8mm ufii 10bag 500cs had blocked cannulas. The following information was provided by the initial reporter: "consumer reported found 2 syringes would not draw up insulin just air".